Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that stress led to the peeling of adhesive and loosening of the distal end. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the cysto-nephro videoscope was not secure due to adhesive peeling. There was no patient involvement.